Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted. All operating currents were within specification and no unexpected low battery, off no power or battery out limit alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported that the numbers on the insulin pump began to scroll without input during a bolus. Customer also received a battery out limit alarm. The blood glucose reading was 148 mg/dl. She stated that the alarm occurred after a battery change. She was assisted in clearing the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.